Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's reservoir broke. The customer was hospitalized twice last week and was currently in the hospital. The reservoir leaked. Customer's blood glucose level was 380 mg/dl. The device was not returned.